Manufacturer narrative:
One opened/used enlite sensor was inspected and it was noted the sensor cannula was retraced inside the sensor base, unable to confirm if customer received the sensor in said condition. Introduce needle was also found bent, it is unknown if the customer received it in said conditions.

Event description:
The customer reported via phone call indicating that they had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that minilink is not blinking when connected to the sensor. Customer was advised to replaced the sensor and check for bent, damaged or retracted sensor. The customer stated that the cannula is missing. The customer was advised that we would replaced sensor and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.